Manufacturer narrative:
There was no patient present. No parts or files have been received by the manufacturer.

Manufacturer narrative:
Corrected country where the reported event occurred.

Event description:
A medtronic representative reported that the articulating arm associated with the navigation system was not tightening or loosening correctly. There was no patient present.